Event description:
It was reported that the insulin pump is not delivering insulin. Caller stated that the insulin pump is alarming no delivery and motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with currents within specifications, motor and self-test passed. No e70 alarm on alarm history screen.